Event description:
This rv lead was implanted on (B)(6) 2009 and was explanted on (B)(6) 2007. A product experience report received on date (B)(6) 2017 due to infection and erosion. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).